Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, visibility/palpability.

Event description:
Patient reported "square shape" of the implant. Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device verified the device was underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is one opening crease sharp in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional additionally reported "hole, non-specific". Device has been explanted.